Manufacturer narrative:
Instrument images were reviewed and confirmed the unexpected negative reactions. The customer repeated the assay with the same vials used previously and stated that she received expected results. The customer did not return sample for investigation testing.

Event description:
Customer reported an unexpected negative reaction on the echo. An antibody screen was run; all three cells were negative. The patient had a history of anti-e and -jkb.